Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (240-400s mg/dl) and insulin injections were administered to address the bg level. The customer initially thought that the high bg was related to the infusion set cannula; however, after reviewing the pump settings with a clinical diabetes specialist, it was found that the basal rate setting was set too low. The basal rate setting was adjusted and the bg level returned to the target range.